Event description:
In 2008, the patient reported he works outdoors in heavy construction and his insulin infusion device has "gotten soaked" during heavy rains as he wears it in his pocket. The use of a neoprene case was discussed with the patient. He stated he does not attach the adapter and tubing before inserting the insulin cartridge into the device, and insulin has spilled into the cartridge chamber. He said he often sees condensation on the chamber wall. The proper procedure for changing the cartridge was reviewed with the patient. The patient was advised to switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.